Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation the electrode belt trunk cable connector was damaged and the white wire inside was broken. The root cause of the damaged trunk cable connector cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector and broken wire. The pt received a replacement electrode belt.